Manufacturer narrative:
The complaint of a proximal occlusion alarm on the 146870489 could be confirmed due to a lot review. No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The device history review reviewed and the lot was found to fall under the scope corrective and preventive actions that is in process.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that it generated a proximal occlusion a start up open/close door alarm on a plum 360 (serial #(B)(6)) pump. The b line infusion started a line. It displayed proximal occlusion alarm and prime switch from taxol flush to carboplatin alarm. They open/closed pump, backprime and continue to rectify the alarm. The problem occurred twice, and this report is the second of two. There was patient involvement with delay in patient therapy; however, there was no patient harm.